Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they had a "heart episode" and fell. It was also reported that there were too many rate drop episodes correlating with the patient's symptoms and the rate drop response (rdr) was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.